Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump does not deliver insulin over 5.0 units. Customer stated that when he tries to deliver any amount over 5.0 units his blood glucose go up and he notices the sound of the delivery is quicker than normal. Customer stated he did not forget to fill the cannula. He did not program another prime after disconnect and reconnect. Customer had to take a 10.0 unit bolus in two 5 unit dose. Blood glucose value is 96 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.